Event description:
It was reported that the "catheter part of the port broke in half with the loose piece of catheter ending up in the patient's heart."

Manufacturer narrative:
An investigation has been initiated. Requests have been made for additional information and the return of the sample for evaluation. To date neither have been received. When the investigation is complete, a supplemental report will be submitted.